Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl or show a ¿high¿ reading on the cgm. The customer resolved the issue by going through the load procedure without changing supplies and resumed insulin administration.